Manufacturer narrative:
The customer¿s meter and strips was returned for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Testing results: qc 1: 2.6 inr. Retention strips used qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. One result by the customer of 3.2inr was observed while the 1.0 was not observed in the meter¿s patient result memory attached to the case.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result was 1.0 inr. While working with customer support to set the correct date and time on the meter, the result was at 1:24pm was 3.2inr. The customer then had testing in a laboratory using an unknown reagent and the result was 2.9 inr. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to warfarin dose, no new medications, no diet changes, no illness, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The result of 1.0 inr was not found in the customer's meter memory. The suspect meter and strips were requested to be returned for investigation. Replacement materials were sent. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.